Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/oct/2010. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Right side: patient reported being diagnosed with skin cancer. Follow-up findings: ubc was unable to medically confirm the reported diagnosis of cancer nonbreast. Patient later reported right side rupture. Device remains implanted.

Event description:
Healthcare professional later called and reported right side rupture and exchange from texture to smooth breast implants due to the patient's concern with the product. The device has been explanted and replaced.